Manufacturer narrative:
This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that an initial (B)(6) architect hiv ag/ab result of (B)(6) was generated. The sample was repeated 3 times and (B)(6) were generated. There was no report of impact to patient management.

Manufacturer narrative:
Suspect medical device catalog # was changed from 04j27-27 to 04j27-37. No customer returns were available for investigation. Further information from the customer indicated that the sample gave indeterminate results for western blot and p24 testing. An elisa method (not further specified) gave a positive result. No pcr testing was performed. A retained kit of architect hiv ag/ab combo reagent lot 79193li00, which contains identical bulk reagents as lot 79194li00 was tested in a sensitivity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. The reagent kit showed normal performance without false non-reactive results. In addition, the clinical sensitivity of the lot was evaluated by testing two commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018). The seroconversion panel results were compared to architect hiv test results provided by zeptometrix. The lot detected the same bleeds as reactive for the seroconversion panels. Based on the data it was shown that the sensitivity performance of the complaint lot is not adversely affected. Customer complaint data was reviewed and no adverse or non-statistical trends were identified. A review for non-conformances, potential non-conformances and deviations associated with the affected reagent lot was performed. This review resulted in no occurrences. The architect hiv ag/ab combo reagent labeling was reviewed and was found to adequately address the issue. Based on the available information no product deficiency of the architect hiv ag/ab combo assay was identified.